Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 02dec2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer re ported issue. The reported condition of drawers 3 and 4 failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the fse reported that drawers 3 and 4 were not populating. Upon opening the back panel, it was found that the pyxibus module board for drawers 3 and 4 did not display the correct diagnostic lights. The station was powered off, and the pyxibus board was replaced. The medbank team was then contacted, connected remotely to assign the drawers, and confirmed that both drawers were functioning correctly. During dchu visual inspection: p/n: 151730-21: the pcba pmc pyxis mini fw1-12 was received with signs of thermal damage to component u501. During dchu testing: further testing was not required on the pcba pmc pyxis mini fw1-12 due to the visible thermal damage identified during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawers failed to open, and the user was unable to cycle count items in drawers. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the component u501 of pcba pmc pyxis mini fw1 12 circuit board. There were no adverse events or injuries reported based on this event.